Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family reported that the device was not working very well. Patient has urge frequency and could not hold it. She could hold it right up to the final stage where she was about to go and then did not make it. They called the doctor and he said that changing the program was an option. Patient was on program 1 and he said they had it at 3.02 but was not feeling stimulation. The patient stated she only felt it when he was messing with it. Caller stated that they have had this for quite some time and know how to use it. He wanted to know what the up and down arrows was for. Caller said they are going to try a different program. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the device not working very well, lack of stimulation, urge frequency, and inability to hold it was undetermined. The patient had just had back surgery. The patient was advised on how to adjust the voltage or change program. It was noted that this was the patient's second device and they had the therapy for 7-10 years. They were taught multiple times on how to operate the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.